Manufacturer narrative:
Concomitant medical products: (B)(6) 2009: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications (B)(4).

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of a thoracic aortic arch aneurysm measuring 57 mm in diameter. The patient was implanted with two gore® tag® thoracic endoprostheses ((B)(4)). On (B)(6) 2013, the patient underwent follow up imaging which revealed a proximal type I endoleak, and the aneurysm measured 79 mm. The physician elected to monitor the patient. On (B)(6) 2014, the patient underwent another additional endovascular procedure to repair the endoleak whereby a conformable gore® tag® thoracic endoprosthesis ((B)(4)) was implanted proximally. It was reported that double chimney technique was taken, and a gore® excluder® aaa endoprosthesis contralateral leg component ((B)(4)) and an iliac extender component ((B)(4)) were implanted in the brachiocephalic artery, and a bare metal stent was placed in the left common iliac artery. During the procedure, dissection of the ascending aorta was identified. It was reported that the dissection was related to the ctag device and excluder® components. As the patient was not compatible with open surgery, the dissection was not treated and the procedure was completed. After the procedure, the patient was transferred to ICU, and during stay in the ICU, the patient developed cardiac tamponade caused by the dissection, and the condition worsened. On (B)(6) 2014, the patient expired due to cardiac tamponade.